Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had issues connecting to the endoscope. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the likely cause of the reported event is due to poor contact of video connector socket. In addition, the following reportable malfunctions were identified during the device evaluation: stripes appear in the image due to defective locking lever. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.